Manufacturer narrative:
The reported sensor and applicator were returned and investigated. Visual inspection performed on sensor and applicator, no sensor pack was returned for testing. Sensor data was extracted using approved software and the sensor was found to be in sensor state 1. No cracks were observed in the sensor plug. Observed that the applicator sheath was down and the sharp had retracted. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. There were no deviations or nonconformances during the time of sensor pack manufacture that could have led to the complaint. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported that on (B)(6) 2017 customer¿s adc freestyle libre sensor did not apply when it was inserted. Caller further reported customer became ¿white, and could not stand up, or open her eyes and mouth¿. A family member treated customer with sugar, honey and fruit juice because she was unable to self-treat. No additional treatment was required. There was no report of death or permanent injury associated with this event.